Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. No critical error code was listed in the error log. As a precaution the scroll compressor was replaced and the safety disk as per cycle count. All functional and safety checks were performed to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had system over temperature and fault code 77. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.